Manufacturer narrative:
B2 revised selection as it was entered incorrectly on the initial report that was submitted. B7 added information as it was omitted from the initial report that was submitted. D4 revised catalog as it was entered incorrectly on the initial report that was submitted. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: foreign body/peri-procedural adverse event: the cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella cp device was inserted into the left femoral artery in a 35-year-old female patient with a past medical history of coronary artery disease (cad) presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs) in scai stage c shock on inotropes, vasopressors, and ventilator support prior to initiation of support. The impella was inserted for ventricular support for percutaneous coronary intervention (pci) of the left anterior descending (lad) artery, the left circumflex (lcx) artery, and the right coronary artery (rca). While the patient was in the cardiovascular intensive care unit (cvicu), an echocardiogram (echo) showed possible foreign matter on the impella. There was suspected thrombosis, but it was not confirmed. The device functioned at p-2 at 2.2 l/min with no issues. The post-procedure outcome was survived at explant. Thrombus (thrombosis) can occur due to inadequate anticoagulation. Thrombosis is an adverse event associated with both impella's mechanical support and percutaneous coronary intervention and is consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.